Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 249mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Assisted the caller to run a displacement test and passed. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was found. A damaged display window, scratched case, broken reservoir tube lip, scratched reservoir tube window and missing end cap sticker noted.